Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the catheter ruptured and customer confirmed blood in the extension tube. The iab was replaced using tokai medical product. The same console was used. The balloon was discarded. There was no reported injury to the patient.